Event description:
It was reported that when the device and reloads were used during a laparoscopic gastric bypass procedure, the staple line hemostasis was unsatisfactory on gastric and jenunal tissues. Opened another device to complete the case. There was no consequence to pt.